Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was brought out with the device after deployment, and hemostasis was not achieved. There was no reported patient injury. The device was withdrawn at an angle of approximately 45 degrees, and after pulsatile blood flow stopped in the blood return indicator, the device was further withdrawn by about 1 cm. The indicator window changed from black-white to black-black, the sheath was fixed, and the plug deployment button was pressed normally and held for 5 seconds before the sheath and closure device were withdrawn together. The operator of the device had many years of experience using the exoseal vcd. The surgery was performed via retrograde puncture using an 8f non-cordis short sheath. The device will be returned for evaluation.